Event description:
It was reported that a silent nite 3d sleep appliance was broken. No other information was provided.

Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Several attempts have been made to provider to obtain additional information without response. If new information is received, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was not return for analysis. A non-visual investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Therefore, it is presumed lost at this time. Root cause description: based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. The manufacturer internal reference number is: (B)(4). Additional information: g3: "date received by manufacturer". Corrections: h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code.

Manufacturer narrative:
The manufacturer's internal reference number is: (B)(4). Additional information: a2: "age" a3a: "sex" a4: "weight" a6: "race" b5: "describe event or problem" g3: "date received by manufacturer".

Event description:
It was reported that a silent nite 3d sleep appliance experienced breakage of one of the attachment buttons while the patient was wearing the appliance during sleep. The patient reported that this occurred on two separate occasions. The device was originally delivered to the patient on (B)(6) 2024 and first used on (B)(6) 2024. The patient has a pre-existing condition of obstructive sleep apnea (osa). No harm, injury, or adverse health outcome was reported as a result of device breakage, and no medical intervention was required. The patient reported the first occurrence on (B)(6) 2025 and the second occurrence on (B)(6) 2025. Each time the attachment button broke, the patient immediately discontinued use of the appliance, as advised by the treating dentist, and resumed use only after receiving a replacement appliance. The device was cleaned prior to delivery using a cold-water rinse. The patient reported cleaning and maintaining the appliance using a toothbrush with liquid soap under cold water.